Event description:
It was reported that the ilet wake/lock button became unresponsive after a firmware update, with prior restart attempts unsuccessful, and the user resorted to placing the device on a charging pad to wake the pump, which sometimes delayed meal announcements; others were able to replicate the issue after cleaning, and the device was determined to require replacement. Symptoms included no injury and no reported glycemic events. Outcomes included device replacement and instruction to maintain backup therapy due to uncertain functionality and loss of water resistance in the replacement. Investigation included complaint handling, collection of device history and usage information, and plans for return and evaluation of the affected unit. Investigation of this case revealed a screen or user interface unresponsiveness associated with the power/wake control and potential moisture ingress risk post-replacement. It was concluded that the device exhibited a hardware malfunction of the user interface controls, necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.